Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017 methods: evaluation of actual device review of device history records review of complaints history results: evaluation of returned device; the hp passed the function test (0.15) and all internal assemblies are in good condition and function correctly. Reason for return was confirmed the head assembly is damaged in several different areas. The oscillating pin hole has major scratches from the blade, this type of damage to the blade bed is usually caused by one of three situations. Not using sterile mineral oil on the blade or using a non-OEM substance: over use of blade: attaching the width clip tightly on the head causing the blade to become pinched between the clip and the blade bed. Dadson does not believe the damage to the blade bed caused the ¿waves in the skin¿ but any of the practices described above could cause graft issues. The other damage found to the head assembly was a flat impact mark on the knob, the impact mark is along the edge of the knob but didn¿t cause a nick or cut into the metal. When the knob took the hit the assembly was forced forward resulting in the set screw nicking the calibration plate and pushing the eccentric cap out of place. The calibration was found in-tolerance on all calibration points, with the cap out of place the eccentric rod and gauge bar can move side to side. It¿s believed during a procedure the gauge bar will move back and forth causing the ¿waves in the skin¿ damage is clearly end-user abuse/mishandling. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback from 06/08/2015 to 06/08/2017 for this reported failure using the key words "waves " for product ID dp0009 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: reason for return was confirmed as mishandling of the dermatome. Knob and calibration scale damage point to an unknown impact to the knob causing damage from the bottom of the set screw to the calibration scale and pushing the eccentric cap out of position. Although the calibration was found in-tolerance on all calibration points it¿s likely the eccentric rod assembly and gauge bar would move back and forth given the room created when the cap was pushed out. End-user abuse/mishandling.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the thickness of the sample was not uniform and made waves, what impaired the quality of the graft. The event lead to 30 minutes surgical delay while the patient was in general anesthesia. Additional information has been requested.

Manufacturer narrative:
Additional information received on june 16, 2017; the patient was not injured and no other skin graft was required.